Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was scheduled for filter placement due to recent total knee arthroplasty and suspected hypercoagulable state with prior deep vein thrombosis. The patient¿s neck was prepped and draped in usual sterile fashion. The right internal jugular vein was accessed and a sheath was advanced into the inferior vena cava and a vena cavagram was performed. The filter was deployed in an infrarenal location of the ivc. Repeat vena cavagram demonstrated accurate positioning of the filter. The sheath was removed and pressure was held for hemostasis. The patient tolerated the procedure well. Approximately eleven months post filter deployment, the patient was scheduled for a filter retrieval procedure as the filter was no longer needed. The patient¿s neck and chest were prepped and draped in usual sterile fashion. The right internal jugular vein was accessed and a sheath was advanced and positioned above the filter. A vena cavagram was performed and demonstrated patency of the ivc and renal veins. A snare was advanced through the sheath and captured and collapsed the filter through the sheath; however, the lower limbs would not release from the vena cava. The decision was made to not apply any more force to the filter to avoid injury. The filter was left in place and a completion vena cavagram demonstrated patency. The patient was hemodynamically stable at the conclusion of the procedure. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully below the renal veins. A follow up vena cava gram identified accurate positioning and alignment of the filter. Approximately one year after deployment, a retrieval attempt was performed. The filter was successfully captured; however, the lower limbs allegedly would not release from the vena cava. The filter was left in place. Based on the medical record review, an unsuccessful retrieval attempt can be confirmed. The medical records stated the filter limbs would not release from the wall of the vena cava which prevented the filter from being retrieved. Therefore, patient factors likely contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient was scheduled for filter placement due to upcoming surgery with suspected hypercoagulable state and prior deep vein thrombosis. Approximately eleven months post filter deployment, the patient was scheduled for filter retrieval. The right neck was accessed and a snare captured and collapsed the filter into the sheath; however, the lower limbs of the filter would not release from the vena cava. The decision was made to leave the filter in place to avoid vessel injury. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.

Manufacturer narrative:
H10:manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven months post filter deployment, retrieval procedure was attempted. A 11 french sheath was advanced over the wire and positioned above the filter. An inferior vena cavogram was performed. Next the snare was advanced through the sheath. The filter was captured. The filter was collapsed through the sheath. The lower limbs did not release through the vena cava even with significant force. Hence, the filter was left in place. Approximately one year later, another retrieval attempt was made. The filter was successfully retrieved. Therefore, the investigation is confirmed for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,g4 h11: d1, d4(product catalog no), h6(method, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately eleven months post filter deployment, the patient was scheduled for filter retrieval. The right neck was accessed and a snare captured and collapsed the filter into the sheath; however, the lower limbs of the filter would not release from the vena cava. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.